Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the "anal opening, above dentate line" during an internal hemorrhoid ligation procedure performed on (B)(6) 2023. During the procedure, the bands were twisted and could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy. The returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the returned ligator head had one band attached and it was damaged. The suture thread was returned with seven knots. The handle and the trip wire did not present any problems. The trip wire was properly secured. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that one band in the ligator head was damaged and was not deployed. It is most likely that procedural or anatomical factors encountered during the procedure could have affected the overall performance of the device. Performing suction while trying to deploy the bands, manipulation of the device prior to use testing the suction, the tortuosity due to the scope position or other procedural factors can affect the knots integrity that holds the bands. It is possible that this procedural factor made the last knot to come off of the ligator and the last band did not deploy and got damaged. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the "anal opening, above dentate line" during an internal hemorrhoid ligation procedure performed on (B)(6) 2023. During the procedure, the bands were twisted and could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.